Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that an x ray taken six months after the operation revealed a fracture in the plate and surgery to remove it is scheduled.